Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported that a 65cm nevertouch fiber was noted to be fractured prior to introduction into the patient. Upon introducing the fiber optic into the introducer kit, it was noticed there was a kink in the fiber optic. It did not reach the patient, or harm the patient in any way. We withdrew the portion already in the introducer and got a new fiber optic. The procedure was completed without any complications. It was indicated the reported device is available for return to the manufaturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a never touch fiber. There was a noted fracture of the fiber that measured 82.5cm from the fiber tip. There was a noted fracture of the fiber that measured 82.5cm from the fiber tip. It is anticipated that the fiber material may have some flaws within the glass core which can impact the resultant fiber strength. To identify any flaws that will not withstand the minimum stress expectations, all fiber material is subjected to an in-process stress test when produced by the vendor to develop a level of assurance that the fiber material can withstand a minimum amount of stress regardless of any flaws. When packaged, the fiber assemblies are coiled to a specific diameter to ensure any stress due to the coiled configuration is not excessive and should not adversely affect the strength of the fiber assembly for its labelled shelf life. The customer's reported complaint description of the fiber fractured/kinked is confirmed. A possible root cause of the fiber fracture could be due to a flaw within the fiber's core. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. Labeling review: the instructions for use, which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. Prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).